Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-504-psrj and lot number 108761213 combination found no related information. H3 other text : unknown device disposition.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a bi-lateral tka procedure. Six months post-op, the patient had a right poly exchange and right revision patella arthroplasty by the same surgeon (cc114593). Patient was seen by a new surgeon and reported that original surgeon had informed her that her patella was sublexed. X-ray findings (B)(6) 2016 noted the femoral and patella components were well fixed, the femoral component was internally rotated and in varus and the patella component was subluxed. On (B)(6) 2017 the new surgeon performed a revision right tka procedure during which time the following devices were explanted: tibial tray ar-503-ttth, lot 108761229, femoral implant ar-503-psrj, lot 108761213, bearing implant ar-503-bh18, lot 113601222 and patella implant ar-504-psd0, lot 113601237. Another manufacturer's products were implanted to complete the revision procedure. Patient is a male. At time of revision patient was (B)(6). Medical records indicate patient has a bmi of 35 which is in the obese range and is contraindicated for this product.